Event description:
It was further reported that the index procedure treated the de novo 75% stenosed, 2.75x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation, the placement of a 2.75x32mm taxus liberte and post-dilation resulting in 0% residual stenosis. The patient was discharged five days later on aspirin and ticlopidine hydrochloride. In (B)(6) 2010, per the physician the restenosis event was listed as "possibly related" to the study stent.

Manufacturer narrative:
(B)(4).

Event description:
(B) (4) study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. An unknown size taxus liberte stent was implanted in an unspecified location. In (B) (6) 2010, the 6-month study follow-up visit confirmed a 90% restenosed, 2.5x15mm lesion of the mid left anterior descending (lad) artery. The patient had no anginal symptoms. However, according to the physician, it was in stent restenosis of the taxus liberte study stent. Treatment 2 days later consisted of balloon angioplasty with an unspecified balloon resulting in 25% residual stenosis. The patient was discharged 4 days later in improved condition.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).